Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 5.1 inr. The corresponding lab result reported was 3.7 inr. The site performed the lab because the inr result on the device was >4.0. The reporter declined product replacement.